Event description:
Report received from the USA stating that the device was "leaking oil". The reported condition was discovered during routine device inspection. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device tested and the reported malfunction was duplicated. Evidence indicates this is due to usage wear over time. The reported malfunction was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).